Event description:
Customer stated they released the trigger, but the pad kept heating up. Had to unplug it to get it to shut off.

Manufacturer narrative:
Our investigation found the spring in the switch was out of place which caused it to stay on sometimes when the lever was pressed.